Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the (B)(6) of care taker change coded to (peritoneal dialysis complication) and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. On (B)(6) 2012, the patient's family member stated that the patient experienced peritonitis. The cause of the peritonitis was care taker change coded to (peritoneal dialysis complication). The patient was not hospitalized for the event. On (B)(6) 2012, the patient was treated with cefazolin (1gm, ip, every day, ongoing) and ceftazidime (1gm, ip, everyday, ongoing in 1.5% solutions, 3bags 2000ml, 3each 8hrs/day for 7days). The outcome of this peritonitis event was unknown.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.